Manufacturer narrative:
No product has been returned and a valid serial number for the meter has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fslite meter, and there were no adverse trends that indicate any potential product related issues. The dhrs (device history review) for the freestyle strips was reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.section d4 (serial number) has been updated from (B)(6) to unknown as the serial number was deemed invalid during the investigation.

Event description:
The customer reported an unspecified error with the adc blood glucose meter. The customer indicated he experienced loss of consciousness or seizure. No further information was provided regarding this. He also reported he had contact with a healthcare professional and received the medication steglatro. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an unspecified error with the adc blood glucose meter. The customer indicated he experienced loss of consciousness or seizure. No further information was provided regarding this. He also reported he had contact with a healthcare professional and received the medication steglatro. There is no report of death or permanent injury associated with this event.